Event description:
Device 1 of 3. (See MFR # 1627487-2010-02558 and 1627487-2010-02559 for devices 2 and 3). On (B)(6)2010, the pt was implanted with an scs system. It was reported on (B)(6)2010 that the pt had the entire system removed due to infection.

Manufacturer narrative:
Evaluation codes. Device 1 of 3. (See MFR # 1627487-2010-02558 and 1627487-2010-02559 for devices 2 and 3). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.